Manufacturer narrative:
On (B)(6) 2016 a field service engineer (fse) was dispatched to address the reported issue. The fse checked fittings, took pump apart and found pump diaphram mishaped. The fse replaced part and cleaned area of spilled reagent residue. The fse primed the instrument and the customer ran qc. The fse checked the pump and fittings and found no leakage. No further action required by fse. The g8 analyzer was functioning as intended with all issues cleared. No further action required by field service. The probable cause of the event was mechanical failure of pump diaphragm. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016 a customer reported a leak with the g8 analyzer. The customer is unable to run hbaic patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hbaic patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.